Event description:
It was reported that the lead was oversensing. The patient did not receive therapy due to return to sinus rhythm. A chest x-ray confirmed the lead was dislodged. The lead was removed and replaced.